Event description:
A home patient contacted baxter's technical service center regarding a check lines and bags alarm during prime. The home found the spike on one bag came out. The home pt stated therapy would be restarted with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.